Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patients' anatomy, the physician attempted to obtain a good image using the intracardiac (ice) catheter; however, the acunav catheter generated a poor quality image. The cable was replaced but without resolution. The physician removed the acunav catheter and reinserted a new one into the patient. The procedure was subsequently completed without rebooting the ultrasound system. There was a delay of five minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.